Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-23730. It was reported that the patient presented to the emergency room with phrenic nerve stimulation. Device interrogation was performed, and it was noted that no capture or sensing was occurring. X-ray showed both atrial and ventricular leads pulled back due to twiddlers syndrome. On (B)(6) 2021, the atrial lead was revised, and the right ventricular lead was explanted and replaced. The patient was stable.